Manufacturer narrative:
(B)(4)

Event description:
Additional information received indicating the event was considered resolved/recovered with no sequelae on (B)(6) 2015. No further patient complications have been reported in relation to this event.

Event description:
It was reported that following the implantation of an elevate anterior the patient experienced a new symptom of stress urinary incontinence. The patient was implanted with an anti-incontinence device on (B)(6) 2015 and the event is considered not recovered/not resolved (continuing). No further patient complications have been reported in relation to this event.

Manufacturer narrative:
Additional information.

Event description:
Additional information received indicating the anti-incontinence sling that was implanted to treat the stress urinary incontinence that developed after the implantation of an elevate had improved "90%". The event was considered recovering/resolving (adverse event is improving). No further patient complications have been reported in relation to this event.